Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibits a fracture within the blue outer sheath at 2 feet 10 inches from the distal tip; the glass fiber is visible at the fracture; there is evidence of melting/stretching of the blue outer sheath at the location of the fracture; the distal tip shows moderate usage; the glass tip exhibits moderate devitrification; the blue outer sheath distal end exhibits burn marks within; the total length of the fiber is 12 feet 1½ inch. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that while using the surgical fibers during a procedure, the "three fibers exhibited an audible sound and popped/sparked; they were removed from the patient. Reportedly, one of the fibers (unknown which fiber) burnt the doctor's hand; "it was not bad or treated". A fourth fiber was used to complete the procedure patient outcome: no injury to the patient reported. No further information was reported. This report is for the third fiber.

Event description:
"The physician didn't hurt his hand; it was his finger. The finger did not show signs of a burn-1st, 2nd or 3rd. It did "hurt for several days". No treatment was needed.